Manufacturer narrative:
No product or logs were returned for evaluation. The cause of the purge leak - pump, could not be determined as no product or logs were returned to confirm the location of the leak. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a leak from the purge filter. The pump was replaced to continue patient support. The patient was in stable condition.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.